Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 427 mg/dl. The customer treated their blood glucose levels with manual injections. Customer states they were not wearing the pump during priming. Customer reports insulin squirting out during the prime process. Almost all the insulin dripped out without showing numbers. Customer's husband was able to prime successfully with a different reservoir and set and it went to 2.8 but it didn't show up immediately in the prime history. We had to go back to prime history a second time and she saw the 2.8. The customer did not return the product back for analysis.